Event description:
The physician intended to use an evercross balloon catheter during procedure for treatment of the com/external iliac. The lesion was calcified. It is reported that the patient underwent coronary angiography. The patient was treated with self expanded stent and the evercross balloon was then used. During procedure, it is reported that the balloon detached and lodged in the distal aorta, at the left iliac artery. The patient required surgery for extraction of the balloon. It is reported that staff are not sure how the balloon detached.